Event description:
It was reported that during the surgery the set-screw could not be inserted in the cm nail. The surgeon was able to insert the screw without the use of the driver into the hole of the nail. No harm came upon to the patient. The surgery took between half an hour to an hour longer.

Manufacturer narrative:
The screw was after all implanted in the patient. Hence the cause for this specific clinical event cannot be ascertained from the information provided since we will not be able to investigate the cause of the malfunction of the product. If additional information be received, an updated report will be submitted. (B)(4).